Event description:
It has been reported that the patient received a sirus nail for femur 10.3, right, l = 320 on (B)(6) 2013. On (B)(6) 2013 the patient underwent revision surgery due to breakage of the nail locking system in the screw hole for femur neck due to delayed bone recovery of a intertrochar femur fracture (nail was 118 weeks in situ).

Manufacturer narrative:
The MFR did not receive devices or x-rays, but other source documents for review (surgical reports of the implantation and revision surgery) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).